Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. Siemens service went onsite and changed the co-ox lamp assembly. The instrument is operational. Siemens reviewed the instrument logs: the root cause for the lower than expected thb result of 6.9 g/dl for the patient's sample in question is unknown as there is no indication of a co-oximetry issue, measurement cartridge issue, instrument malfunction, or any possible contamination. It could be possible that pre-analytical factors may have attributed to the lower than expected thb result. These may include sample collection, sample handling, and proper mixing of the sample itself. The rp 500 sn: (B)(4) is performing as intended. Further review of the event log for cartridge sn: (B)(4), illustrates that there are no d2 and/or d3 drift errors for thb on (B)(6) 2019; indicating no systematic and/or fluidic errors. In addition, there were no d39 clot events on (B)(6) 2019.

Event description:
The customer reported a discrepant repeat low total hemoglobin on the rp 500 when compared to the initial result on the same rp 500 and a repeat on a non-siemens hematology system. When the low thb was reported, a blood transfusion was given to the patient but was later found to not have been needed. The customer stated that there was no harm to the patient as a result of the blood transfusion.